Event description:
Info received indicates the right intermediate siderail will not lock into the raised position.

Manufacturer narrative:
The technician found dirt and grime migrated into the siderail locking mechanism. He cleaned and lubricated the siderail locking mechanism to repair the bed.